Event description:
Information received by medtronic indicated that the reservoir had received under delivery alarm. Customer alleged pump was under deliver insulin because despite the bolus customer was pumping his blood glucose never went down until they gave himself a manual injection and customer experienced high blood glucose level. No harm requiring medical intervention was reported. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.